Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 356 mg/dl. The suspected cause was unknown, however the customer stated that a knee injury may have contributed to the high bg. During troubleshooting with tandem technical support, no issues were identified with the pump or supplies however the customer declined to remove the site. Although requested, no additional information was received.